Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose levels recently and alleges it is due to the pump not delivering insulin properly. Patient stated his blood glucose levels have been in the 20's mmol/l; able to self-treat by going off of the pump and using his backup therapy of syringes. No adverse event reported. Pump replaced and expected to be returned.